Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The f-38 alarm also occurred during a power on functional test. The cause of the f-38 alarm was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.